Manufacturer narrative:
Imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to two spyscope ds ii access & delivery catheters and spyglass ds - digital controller that were used in the same patient and procedure. It was reported to boston scientific corporation that spyscope ds ii access & delivery catheter and spyglass ds - digital controller, were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with lithotripsy procedure performed on (B)(6) 2023. During the procedure, the spy image started getting choppy approximately two minutes into the procedure. Then five grey dots appeared on the screen. They reset spy and swapped out the s-video cable; however, nothing was changed. They opened a second spyscope ds ii and the same thing happened. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.